Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an error 1 message. The medical surveillance specialist (mss) briefly spoke with the lay user/patient on (B)(6) 2012. The patient indicated she was in a hurry and did not want to discuss the issue any further. The following complaint is classified based on the information obtained: the patient alleged that the issue began on (B)(6) 2012 at 12pm. The patient's testing frequency is not known and it is not clear what action the patient took in response to the reported meter issue. The patient clarified the subject meter is a back up meter; however, the patient's primary meter is not known. The patient corrected and clarified she did not develop symptoms of high blood glucose as a result of the alleged issue; the patient indicated she was referring to "having diabetes" in general. The patient denied receiving any form of medical intervention/treatment after the reported meter issue began. During troubleshooting, the customer service representative noted that the patient was not using the subject meter for the first. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient denied developing any symptoms because of the alleged meter issue. The patient also denied receiving treatment as a result of the alleged issue.